Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to request patient information, treatment settings and patient photographs. Following reasonable attempts, no information was provided except for the initial report. An examination of the subject device by a lumenis technical expert concluded the system performed to required manufacturer specifications. No related device malfunction was observed. The technical specialist noted that debris build up was observed on the treatment tip as a result of insufficient cleaning by the device operator in contradiction to device labeling and common medical practice. Subject device malfunction is not the suspected caused of the reported event. A lumenis healthcare professional evaluated the reported event details concluding the reported treatment settings used were appropriate based on common medical practice and device labeling. Furthermore; the professional concluded the probable root cause to be debris build up on the treatment tip. A review of subject device labeling found the following precautionary statements: warning - the sapphire tip of the et handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser light and can cause epidermal injury and substantially increased pain."

Event description:
A foreign user facility originally reported that two (2) patients sustained superficial burns to unknown anatomical area following hair removal treatment with the lumenis lightsheer et laser. During a phone conversation with the user facility, it was determined that only one (1) patient sustained superficial burns. It was further reported by the user facility that the patient had healed. No report of serious injury or medical intervention to preclude permanent impairment was received.